Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 1990; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Patient today was set to have his battery replaced. He had the two contacts that were still working however, when the old leads were plugged into the new battery, all were showing over impedance. Will plan now to replace everything at a later date. Rep to follow up when they find out the date and when we do that replacement. [See pe 706863274 - previous ins replacement/ high impedances]